Manufacturer narrative:
The 510k # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2010, after he had removed and/or replaced the subject meter's battery. The patient informed the cca that he is on an insulin pump. The patient denied taking any action regarding his diabetes management as a result of the alleged issue. The patient confirmed he tested on another device after the issue started; however, was unable to provide the result obtained. The patient denied developing symptoms, but reported that he began to test more frequently as a result of the alleged issue. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.